Event description:
Called to the or room by anesthesiologist and circulating rn to look at the closed foley system, bard 18fr temp probe fc 40016. Bubbles observed in the closed system from the level of the vent, just below the catheter tubing connection, all the way to the urine collection bag. Anesthesiologist is wondering whether the vent is sucking air into the closed system and reports that he has seen this happen before with this system. No harm to patient.